Event description:
It was reported that an infection of unknown source had occurred approximately two months after the implant of the implantable loop recorder (ilr). The ilr was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and analysis revealed no anomalies were found. (B)(4).